Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2023 a venotomy closure of the right common femoral vein was attempted with a prostyle device after a cardiac ablation interventional procedure using an 8.5f sheath. Hemostasis was achieved with the prostyle device. A few weeks after the procedure, pus was noted at the access site at a follow-up appointment. Another few weeks after the first follow-up, a lump was noted at the access site, and the physician diagnosed that it was infected. The suture of the prostyle device will be removed surgically on (B)(6) 2023. No additional information was provided.

Manufacturer narrative:
There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The patient effect of infection is listed in the prostyle instructions for use (IFU), as a potential adverse event associated with use of the suture mediated closure devices. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.